Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The temperature was less than zero degrees celsius. This pacemaker has not yet been implanted and approved for implant. No patient involvement.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The temperature was less than zero degrees celsius. This pacemaker has not yet been implanted and approved for implant. No patient involvement.